Event description:
On (B)(6)/2009, pt reported she received an e6 (mechanical error) tonight, so she inserted a new battery and went through the complete change the cartridge procedure. She stated she then attempted to prime infusion set, and e10 (cartridge error) appeared. Pt reported, she inserted the same type of new battery after e-6 appeared. She stated she cleared all error messages. Attempted to walk pt though change the cartridge procedure several times and each time the infusion device displayed e10 afterwards. Pt reported, the plunger has not been removed and the plunger and cartridge are still attached to the piston rod properly. Advised pt on the correct type of battery to use. Pt stated she inserted a new aa alkaline battery and she went through the complete change the cartridge procedure and attempted to prime infusion set. She reported an e10 cartridge error still appears. Pt reported that during all of this, the piston rod is making a funny noise and does not sound like it normally does. Pt will use back-up method of insulin delivery using injections until new infusion device arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.